Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, general surgery procedure was performed by the customer when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to perform geometry movements. Review of the system log file identified a communication issue between the control system, the table, and the arc. Upon troubleshooting fse found that the geometry issue was due to a broader electrical problem on the customer's side. To resolve this issue, fse restarted the system. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating geometry movements were not available. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.